Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was intermittent and completed by user performing fluo again. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to fluo intermittently. Review of the system log file showed that the issue in power inverter as the point gate driver was faulty. To resolve this issue, fse replaced power inverter (point) certeray. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.